Event description:
A customer observed negatively biased acet results from qc fluids tested on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the biased results were confined to one cartridge of acet slides. Acceptable qc results were obtained after loading a fresh slide cart. Root cause of the event was not determined.